Event description:
It was reported that upon completion of a ptca procedure, the soft distal tip of the guide wire separated, while the balloon catheter was being removed from a tortuous distal vessel. The separated guide wire tip remained within the pt; no retrieval attempts were undertaken and no subsequent complication were reported.